Manufacturer narrative:
Additional information was added to b5, d10, h6 and h11: b5: the device was infusing ceftriaxone at a rate of 200 ml/hour with a volume to be infused of 100 ml. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under infusion of medication occurred during the use of a novum iq large volume pump (lvp). It was observed that the pump did not infuse all the antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.